Manufacturer narrative:
Product complaint # (B)(4) d4 UDI number: UDI/gtin unavailable as this device is from a kit. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. What is the lot number? Nicole: nurses are unable to retrieve the lot number as packaging was discarded. 2. Is the user a new user to veraseal? If not, how many times have they used veraseal prior to this event? User and scrub nurses are not new to veraseal set up. Scrub is unable to remember how many times she has set up veraseal but it was the first time experiencing resistance in connecting the open applicator. 3. Was a sales representative present during the case when the issue was experienced? Yes. 4. Was any leakage or product solution observed at the luer locks connection? Nicole: would like to check if you meant leakage prior to connection? There were no issues with biologics being expressed once the grey caps were removed. Only issue was that the applicator was unable to be connected. 5. Were there any unexpected outcomes or complications as a result of the event? No, product was not used on patient, and a new piece was opened. 6. Patient status/ outcome / consequences no. The following information was requested, but unavailable: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and hemostatic agent dual applicator device was used. The scrub nurse thawed a unit and proceeded to connect the open applicator. She felt some resistance during the connection, and it felt stuck. Despite exerting force, the open applicator was unable to be connected. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (b(4). Additional information: h6 photo investigation summary this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a veraseal dual applicator ce held by the user, showing difficulty in placing the applicator. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Device history review the manufacturing records could not be reviewed as the batch number is unknown. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: institute grifols, s.a. (Ig) received a notification through ethicon concerning one unit of veraseal 4 ml, batch number unknown, reporting that "the product was thawed and the user proceeded to connect the open applicator. She felt some resistance during the connection and it felt stuck. Despite exerting force, the open applicator was unable to be connected." No adverse consequences for the patient were reported, as the product was not used. A picture was provided (figure 1) in which a misalignment of the syringes in the upper part of the device can be observed. However, based solely on the image, the cause of this condition cannot be determined. Upon receipt of the reported incident, additional information was requested in order to support the investigation. To date, the following information has been received: - the lot number could not be retrieved, as the packaging had been discarded. - the user and scrub nurses are not new users of veraseal. - no leakage or product solution was observed; biologic expression was normal after removal of the grey caps, and the only issue reported was the inability to connect the applicator. Due to the lack of essential information, in particular the batch number, as well as the unavailability of the device for evaluation, it has not been possible for ig to perform a proper investigation. Although a misalignment is visible in the provided picture, a definitive root cause cannot be established without the necessary information mentioned above. Therefore, ig proceed to close the complaint. Should additional information become available, the case may be reopened. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.